Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked during priming with saline solution. The reporter stated that the nurse noticed a leak at the top of the filter, and that the tube subsequently became disconnected from the top of the filter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed separation of the tubing from the millipore filter. The reported condition was verified. The cause of the reported condition was determined to be inadequate production process. Should additional relevant information become available, a supplemental report will be submitted.